Manufacturer narrative:
Analysis confirmed the reported event; there was a deviation between the stylus and the screen (diagonal from lower right to upper left corner). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen was not responding to pen correctly. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.